Event description:
It was reported that insulin gauge displayed amount different than expected, and pump showed a static fill estimate of 180 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support educated caller that this could occur due to variation in measured pressures used to estimate remaining insulin and explained that fill estimate would begin to decrease once actual insulin amount matched the static value, and caller understood and acknowledged the information.